Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 28 applications were performed with a balloon catheter on the date of the event without any issue. Clinical issues (cardiac perforation and hematoma) were encountered during the procedure. The mapping catheter was not returned for investigation. There is no indication that the mapping catheter had a malfunction related to the adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the patient was feeling poorly and was kept for another day. The hemoglobin dropped, and a CT scan was ordered. It showed either esophageal bleeding or ¿something behind the left atrium.¿ it was determined with contrast CT that it was likely a stable hematoma behind the left atrium, but possibly due to some tear on the pulmonary vein. The case was completed with cryo. No further patient complications have been reported as a result of this event.